Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased ca 125 result for one patient sample. The architect generated an initial ca 125 result of 6134 when auto diluted. A repeat ca 125 result of 14249 was obtained with a manual dilution . There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of service history, a search for similar complaints, and a review of labeling. System logs and probes were not available for evaluation. The field service engineer replaced the vortex mixer and sample probe. The sample probe was found to be 50% blocked. Tracking and trending did not identify any adverse trend in conjunction with the complaint issue. Labeling was reviewed and found to be adequate. No deficiency of the architect system was identified. Replacement of the sample probe resolved the issue.